Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services. The patient was seen in-clinic for post-implant check. The physician had utilized a two incision technique. The physician had used a medical zipline product for the pocket and xyphoid sites. The physician thought that the sites were infected but once the patient was taken to the electrophysiology (ep) laboratory. The sites were cleaned with no signs of infection. The incisions were partially closed. The zipline products were removed and the physician closed the sites with steri-strips. The patient medical history was significant for sarcoidosis and was on prednisone. Cultures were sent for analysis. Boston scientific received information that the field clinical representative did not have access to the culture results. No further intervention was required at that time.